Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse indicated that the cause of the reported issue was due to the battery drive voltage not being able to supply due to the battery capacity deterioration. To address this matter, the fse replaced the batteries. The fse noted that it was time to replace the tidal volume disk (0202-00-0142) and the safety disk (0202-00-0140), the fse replaced the parts. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient, and transferring the patient with battery mode from a catheter room to ICU, the cardiosave intra-aortic balloon pump (iabp) shutdown suddenly. It was additionally reported that one battery was found to be empty and the other battery was found to be fully charged. It was noted that the pump was shutdown without transition to the fully charged battery and without alarming. There was no injury or harm to patient and no adverse event was reported.